Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the iabp and replaced the bimba cylinder which was ordered directly from getinge by the customer. The fse also performed calibration of auto fill, and all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) was exhibiting auto-fill failure calibration issues during service test. There was no patient involved. Furthermore, no death or adverse event was reported.